Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, customer reported using cold insulin when filling cartridges. Upon follow up from technical support, customer reported they had began using room temperature insulin when changing pump supplies, and the occlusion had not recurred. Customer's blood glucose was 131 mg/dl at time of alarm.